Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007, due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence and dyspareunia. It was reported that on (B)(6) 2012, the patient underwent urethrolysis, cystocele repair, implant of the new mesh due to extruding mesh.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence on an undisclosed date. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and anterior colporrhaphy.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/04/2017. It was reported that patient underwent cystoscopy, left retrograde pyelogram, fluoroscopy interpretation, left ureteroscopy, laser lithotripsy of stone, basket stone extraction, jj stent removal, jj stent replacement on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to left flank pain, left ureteral calculus and left renal stone. It was reported that patient underwent right extracorporeal shock wave lithotripsy of renal stone on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to right nephrolithiasis.

Event description:
It was reported that patient underwent cystoscopy, left retrograde pyelogram, fluoroscopy interpretation, left ureteroscopy, laser lithotripsy of stone, basket stone extraction, jj stent removal, jj stent replacement on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to left flank pain, left ureteral calculus and left renal stone. It was reported that patient underwent right extracorporeal shock wave lithotripsy of renal stone on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to right nephrolithiasis.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01341. The same patient is represented in each medwatch.